Event description:
The customer received questionable total (free + complexed) psa - prostate-specific antigen (tpsa) and free psa results for multiple samples from one patient. The samples were tested on cobas e601 serial number (B)(4). Refer to the medwatch with patient identifier (B)(6) for the free psa assay. On (B)(6) 2015, the tpsa was 0.32 ng/ml and free psa was 0.42 ng/ml. On (B)(6) 2015, the tpsa was 0.235 ng/ml and free psa was 0.513 ng/ml. The sample was repeated and the tpsa was 0.232 ng/ml and free psa was 0.516 ng/ml. The sample was tested on cobas e601 serial number (B)(4) and the tpsa was 0.219 ng/ml and free psa was 0.354 ng/ml. A second sample drawn (B)(6) 2015 was tested and the tpsa was 0.227 ng/ml and free psa was 0.508 ng/ml. The erroneous results were reported outside the laboratory. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's results were confirmed on a cobas e601. No anti-idiotype or hama interferences were found in the sample. An unknown interfering substance was identified by adding a psa specific antibody with different specificity to the tpsa reagent. This type of interference is described in product labeling. Further investigation was not possible as no sample material remained.